Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Therefore, visual and functional testing could not be performed. The investigation was conducted using available information. No pre-existing conditions were noted on the product experience report (per). The reported device had been placed on an unknown tooth site for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (bone fracture). X-ray or picture was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the crown loosened and it was determined that the issue was due to the implant being cross threaded. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported that the crown loosened and it was determined that the issue was due to the implant being cross threaded. Sales rep is requesting the 0493 implant re-threader.